Event description:
It was reported that following the implant of this transcatheter bioprosthetic aortic valve mild paravalvular leak (pvl) was identified. Treatment was not required at that time. Patient symptoms were not reported. Approximately 8 years and 4 months following the valve implant procedure, structural valve deterioration specific to ¿predominant aortic regurgitation¿ without hemodynamic valve deterioration was reported. Approximately 14 days following the initial report of this event, the existing transcatheter was revised with a valve-in-valve revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated hospitalization was required for the valve revision.

Manufacturer narrative:
Updated data: b2, b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.